Event description:
It was reported the patient had his artificial urinary sphincter cuff removed due to unspecified reasons. No patient complications were reported in relation to this event. Additional information received states patient's cuff was replaced due to fluid loss from the cuff, "cuff leaking after only 3 years." Additional information received states the patient experienced recurring incontinence and there was fluid loss from a hole in the cuff. This report was originally submitted via asr: report ID number (B)(4). Quarter/year of the initial asr submitted to FDA, q1 2017. Asr exemption number e1997037.